Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, tethered leaflet and dense chords for a mitraclip procedure. During the procedure, first mitraclip was implanted and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional three mitraclips were implanted to stabilize the slda. Imaging was difficult. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported difficulty grasping the leaflet and slda appear to be related to challenging patient anatomy. The reported difficulty visualizing the clip appears to be related to shadowing through anterior leaflet. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, tethered leaflet and dense chords for a mitraclip procedure. During the procedure, first mitraclip was implanted and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional three mitraclips were implanted to stabilize the slda. Imaging was difficult. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.